Manufacturer narrative:
The investigation determined that there were no device malfunctions. Production records indicated that guide manufacture occurred per established processes and passed all final acceptance tests including those related to fit and trajectory. The returned guide's trajectory aligned with the treatment plan per anatomage's standard tolerance. The guide's fit issue is likely due to the change in patient morphology caused by multiple immediate extractions and tissue flaps. Furthermore, proceeding with surgery using the poorly fitting guide likely led to the trajectory deviation at site #25 during initial drilling. Documentation included with each guide strongly recommends against using the guide if it does not fit securely in the patient's mouth. (B)(4).

Event description:
The doctor extracted three teeth and tissue flapped the area to prepare for guided implant surgery. The doctor attempted to seat the guide and determined that it did not fit properly and the sleeves could not be oriented over the extraction sites as planned. The doctor secured the guide as oriented as possible and performed initial drilling for site 25. After review, the doctor determined that the drill went further lingual than planned and decided to abort surgery. The affected area was grafted and the bridge was augmented to discontinue surgery.